Manufacturer narrative:
(B)(4). Visual examination of the instrument confirms the superior tang is broken off the instrument and the inferior tang is bent, consistent with bend stress overload. The fracture surface reveals significant damage to the fracture surface. The type and location of the instrument damage is consistent with excessive bending force.

Event description:
It was reported that the tip of the cage inserter broke off in patient. The broken off piece was retrieved. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.